Event description:
It was reported that the lead integrity alert occurred as a result of short interval counts and non-sustained tachycardia events, as a result of t-wave oversensing. The device sensitivity was reprogrammed to eliminate the t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.